Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was or when it adhered to the scope. There was no delay to starting precleaning, water was aspirated through the instrument and suction channel, the scope was presoaked in a detergent solution, and the instrument channel was wiped/brushed during reprocessing. There were no abnormalities with the reprocessing accessories. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found there was no air/water flow, the bending section cover adhesive was cracked and leaking, the scope cover insulation test failed, angulation was reduced, the cover plate was cracked, the control knobs had play, the distal end plastic cover had a deep dent, and the objective and light guide lenses were chipped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the colonovideoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): -inspection of the endoscopic system -inspection of the air-feeding function olympus will continue to monitor field performance for this device.